Event description:
The patient's relative reported concern for the recall. Later, diagnostic tests reported "possible rupture." This record is for the right-side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The patient's relative reported concern for the recall. Later, diagnostic tests reported "possible rupture" additional event of "dense peri-implant fluid", "capsular contracture baker grade IV" and "lymphodomegaly, in an axillary extension with sinuses suggestive of silicone inside, larger measuring 34mm". This record is for the right-side. The device remains implanted.